Event description:
Pt reported the infusion luer separated from the tube. This resulted in elevated blood glucose of 442 mg/dl. Infusion headset is changed every 3 days and infusion tubing every 6 days. Insulin cartridge is changed every 8 days. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.